Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Although the model number is not known, the specific brand is known and all model numbers under this brand are under a field action. The field action numbers associated with this lead are: (B)(4) and (B)(4).without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the patient received fifty-nine high voltage therapy episodes and was admitted to the hospital. The lead was capped and a new implantable cardiac defibrillator system was implanted. It was further reported that a pocket infection subsequently occurred. The source is reported to be possibly due to the previously capped lead. No further patient complications have been reported as a result of this event.